Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported continuously upstream occlusion error which was unable to reproduce during evaluation. A review of the event history log identified "upstream occlusion!" But were not determined if the alarms were true or false. The cause was determined to be the ultrasonic sensor values were found to be out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a continuously upstream occlusion error. There was no known patient injury or medical intervention associated with this event. No additional information is available.